Manufacturer narrative:
The device manufacture date for this product is november 29, 2010.

Event description:
---

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator monitor does not have power. The communicator power cord was hot in the middle and the plastic melted. A boston scientific company representative verified that the patient reported the communicator power supply was burning or heating up. The patient unplugged the power cord and the cable had melted. The patient also reported that there were no injuries. The communicator was replaced. The communicator was no longer in service. No adverse patient effects were reported.